Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, severe anterior and posterior vaginal wall prolapse and urethral hypermobility and mesh was implanted. It was reported that following insertion, the patient experienced vaginal pain and discomfort, a feeling of mutilation, rectal pain and bleeding during bowel movement, cannot sit on hard surfaces, cannot be sexually active. It was also reported that the patient underwent mesh revisions on (B)(6) 2007 and (B)(6) 2007 due to vaginal bleeding, discharge and odor from exposed mesh and mesh erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01832. The same patient is represented in each medwatch.